Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: a failed suture needle, labeled as (B)(4) was submitted for fractographic evaluation on may 16, 2025. The component was identified as product code 9000g. It was requested that hsa assess the fracture mode of the failure. According to the information, it was reported breakage needle. The product received for analysis was 9000g. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence which is evidence of a ductile fracture mode. This was a ductile fracture. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an ophthalmic procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported to the sales rep by the surgeon that during an opthamology case when using the suture, the needle broke and shards shattered off of it. No patient consequences, and they were able to get an additional suture (from the same box) to finish the case. The procedure was completed successfully with no adverse consequences for the patient. One device returning. No adverse patient consequences were reported. Additional information was requested.